Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information received indicating that the patient was given antibiotics to combat infection. The product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.